Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if an ethicon product (suture) was involved? What is the product code and lot number of the suture(s)? Please provide event date of re-suturing. Are samples for investigation available? What was the date of the initial procedure? How was the suture placed (interrupted or continuous)? What tissue layer was the suture used on? Was there any patient event prior to the wound dehiscence (cough, fall, etc)? How many days post op was the abdomen burst noted? Can you describe the appearance of the suture during the second procedure? Was the suture intact and pulled away from the tissue? Was the suture found broken, if so, can you describe where (end, middle, knot)? What was used for re-suturing? What is the surgeon¿s opinion as to the potential concern regarding the suture? What are the patient age, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent caesarean section procedure on an unknown date in (B)(6) 2018 and suture was used. The patient experienced a burst abdomen on an unknown date. An additional procedure was performed on an unknown date for resuturing. The current status of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: it was reported medical patient related/ performance breakage suture - postop. Two suture pieces of product code w9231 were returned for analysis. During the visual inspection of two suture pieces, body fluids, tissues and a knot were noted on the samples received. Also, the ends were cut appear to be by use of surgical instrument; since this is consistently with the removed of the suture from the patient. In addition, a functional test was performed on a suture piece and the tensile force was above the minimum requirements. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due the sample is not broken even was used, and the sample met the fg requirements. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was provided: on return to theatre for examination bowel seen under skin. Rectus sheath open-burst abdomen. Suspected thread defect.¿.

Manufacturer narrative:
(B)(4). Device code: 1069. Additional information was requested and the following was obtained: product name: vicryl suture. Product code: w9231. Lot/batch/exp: unknown. Did the event happen during a procedure? Caesarian section. Procedure: caesarean section. Date (B)(6) 2018. Date burst abdomen noted (B)(6) 2018 at 14.18. Examination of burst abdomen in theatre 18.55hrs. Return to theatre for suturing 23.30hrs. Is the product available for return? Yes. Describe the event: 24 hours after elective c section the patients abdomen burst. The surgeon suspects that the 1 vicryl may be at fault as the strands snapped after the procedure. Also the surgeon mentioned that they used monopolar energy close to the sutures.